Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a bad scope socket, and a faulty board was found. The software version was up to date 4.10. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The user facility returned an asset evis exera iii video system center to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, due to a loose locking lever, it does not hold scope connector properly. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
, This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the lock lever. Which, was not functioning. A definitive root cause for this issue was not established. However, it is probable, that the issue occurred, because the device was mishandled by the end-user. The occurrence of the reported problem can be prevented, by adhering to the instructions for use (IFU), which state the following: ¿3.1 precautions for installation and connection: never apply excessive force to connectors. This could damage the connectors¿. Olympus will continue to monitor field performance for this device.